Event description:
It was reported that the system had a charge failed error and that they were able to finish the case after rebooting the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.